Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 19376294.

Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort at the ipg site. The patient underwent an explant procedure and the explanted ipg and lead were not returned as they were kept by the medical facility.